Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss inspected the phacoemulsification unit and the hospital¿s handpieces. The fss found the handpieces to be working properly and within specifications. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn in the patient's operative eye. Sutures were required to close the wound from the corneal burn. Also noted is the patient returned the following day and the original suture was replaced by two sutures. Reportedly, the patient is recovering well. The hospital requested the phacoemulsification unit and handpiece to be tested.

Manufacturer narrative:
Additional information: an amo phaco representative visited the site and worked with the surgeon. The phaco rep indicated the surgeon¿s settings were fine. There was doubt if an actual corneal burn occurred due to it was a difficult cataract eye to operate with as it was a very shallow anterior chamber which hinders wound closure. The hospital does not use amo branded phaco tips. Enlarging the incision is a common practice at this site due to not using amo tips. Patient is doing well. All pertinent information available to abbott medical optics has been submitted.